Event description:
Baxter recieved a customer report involving an elastomeric device that infused a total fill volume of 120 ml of 1000 mg vancomycin and 0.9% naci in 15 hours instead of the expected 24 hours. No patient injury or medical intervention resulted from this incident.